Event description:
It was reported the lower display was damaged and could not be read. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was missing segments. It was also noted that the upper and lower cases and side bails were broken, the ring cover was contaminated, the battery contacts were compressed, the ring and one side bail were bent and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.